Manufacturer narrative:
Carefusion complaint number: (B)(4) in the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the (B)(4) control printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified the root cause of the reported issue was due to material fatigue.

Event description:
The customer reported that the ventilator's user interface module (uim) turns on intermittently. There was no patient involvement.